Event description:
Customer reported that the battery cap will not come off the insulin pump. The blood glucose reading is unknown due to customer declining to provide it. The insulin pump needs to be replaced. Nothing further reported.

Manufacturer narrative:
.